Event description:
It was reported that the reservoir of a small volume folfusor ruptured during filling in a clean room. This occurred after the device was filled with approximately 50 ml of an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14k008 was manufactured between october 07, 2014 and october 08, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.